Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11726. It was reported that the patient presented remotely with noise on the right ventricular and right atrial leads. No resolution was reported, and the patient was stable.